Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump warned for max total daily dose (tdd) for 40 units but the basal and bolus amounts added up to 16 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the total daily dose history verified the reported high daily basal rate on (B)(4) 2013; the daily basal rate for (B)(4) 2013 was low. There was no data in the black box from these dates due to continued use. Times in basal history for (B)(4) 2013 were incongruent with a change from 12:24 pm to 12:35 am. During testing, the pump was exercised for 24 hours at 1 unit per hour. The total daily dose for the testing period showed 24 basal units were delivered. The pump did not change basal settings during testing. During investigation, the pump settings returned to default time and date when the battery was removed for less than 24 hours. The pump was opened and evaluation revealed that the internal clock battery on the printed circuit board was leaking. The pump histories appeared to be inaccurate due to the time/date issue.